Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd luer slip¿ tuberculin syringe had a difficult plunger. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no photos and samples were returned for investigation to determine the nonconformance. DHR for batch # 8110012 was reviewed and no abnormality was found during production. No similar defect was found during qa outgoing inspection. No quality notification was raised for the reported batch. Routine silicone test and breakout and sustaining force is within the product specification. Root cause could not be determined as no photos and no samples returned for investigation. If samples are received in the future, the complaint will be reopened and reinvestigated.

Event description:
It was reported that a bd luer slip¿ tuberculin syringe had a difficult plunger. There was no report of exposure, injury, or medical intervention.